Manufacturer narrative:
Qc errors are designed to be a fail-safe error to prevent the reporting of erroneous results. These can be caused by multiple issues, including improper storage, technique issues, and sample interference, etc. In-house testing with retained strips did not produce customer's observation of qc errors. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. The medical actions were taken due to misinterpretation of the qc error message. The customer thought that the qc high out range message meant that the inr result was high. No inr result was actually reportedly by the instrument. The user guide explains the symbols found on the instrument. Training was provided to the customer in order to prevent any further misunderstanding. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio results. Results as follows: customer misinterpreted the high in qc2h error message as meaning the patient's inr was too high for the meter to read. This was reported to the doctor and the patient's medications was withheld and the patient was given vitamin k. No lab comparison was performed to confirm to patient's inr.